Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection. The cause of event was unknown. The patient was hospitalized and was treated with unspecified drug (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient remained hospitalized and the outcome was not reported. Pd therapy was ongoing during treatment. No additional information could be provided because the reporter declined follow up.